Event description:
Reporter alleged obtaining a discrepant blood glucose results of 34 mg/dl back to back with a result of 476 mg/dl when testing was performed less than 10 minutes apart on the compact plus system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.